Event description:
It was reported that the patient passed away due to her seizure disorder and that the manner of the death was natural; however, there was no obvious cause of death reported. The patient passed away while taking a nap unexpectedly while in reasonable state of health and therefore sudden unexplained death in epilepsy cannot be ruled out at this time. Product analysis was performed on the patient's explanted generator and lead. The returned lead portion condition was consistent with the explant procedure and there was no evidence to suggest an anomaly. The condition of the lead from the explant procedure (e.g. Twisted and stretched coils, etc) caused short-circuit condition in the lead, but there is no evidence of any device issues during implant based on product analysis results. The generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.